Manufacturer narrative:
A 45-year old male patient with recurrent glioblastoma (gbm) began optune therapy on (B)(6) 2017, and temporarily discontinued treatment on (B)(6) 2020. Patient resumed optune therapy on (B)(6) 2020. On (B)(6) 2021, the patient was hospitalized due to tumor progression. On (B)(6) 2021, tumor resection surgery was performed. Wound was difficult to close due to poor skin condition preoperatively. On (B)(6) 2021, the patient was discharged. At time of discharge, the wound was healing. On (B)(6) 2021 and (B)(6) 2021, the patient presented with a wound dehiscence and fragile skin. There were no signs of inflammation. The wound dehiscence required overstitching. On (B)(6) 2021, the patient informed novocure that he had to undergo surgery for a skin graft, as his surgical resection site scar was not healing. Optune was discontinued. Per prescribing physician, the event was related to gbm progression. Novocure's opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. There were no reports of wound dehiscence in the pivotal ef-11 recurrent gbm trial. There have been 123 reports of wound dehiscence in the commercial program to date. Contributing factors for wound dehiscence in this patient include: concomitant carmustine (carries a warning for impaired neurosurgical wound healing. Source: carmustine prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Manufacturer narrative:
On (B)(6) 2020, novocure was informed that the patient experienced ongoing skin issues on the scalp and consulted with a physician for wound management.

Manufacturer narrative:
On may 18, 2020, novocure received additional information from the patient stating that he was not hospitalized. His treatment included cleaning the wound and applying a bandage. He did not receive any other treatment. There was no evidence of wound dehiscence or infection. According to the patient, he started the treatment for his wound too late and therefore there is no relation to optune therapy. The patient planned to resume optune therapy on (B)(6) 2020.

Manufacturer narrative:
Novocure received additional information that the patient resumed optune therapy on (B)(6) 2020.

Manufacturer narrative:
On august 31, 2020, novocure was informed by the patient that the wound care treatment for the ulceration had been completed and the patient planned to resume optune therapy after the wound completely healed.

Manufacturer narrative:
Novocure's opinion is that a contribution of the array placement to the ulceration cannot be ruled out. Contributing factors for skin ulcer in this patient include: concomitant carmustine (carries a warning for impaired neurosurgical wound healing. Source: carmustine prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%).

Event description:
A (B)(6) year old male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2017. On (B)(6) 2020, the patient reported that he noticed "skin issues" on his scalp after removing the arrays. On (B)(6) 2020, novocure was informed by the patient that he had consulted a dermatologist as the skin reaction had worsened. The dermatologist advised patient to discontinue optune therapy until the wound heals. No further information on treatment or clinical course was provided. The patient provided a picture showing a deep ulceration at the patient's surgical resection scar (last surgical resection (B)(6) 2018). Prescribing physician was not able to provide any additional information and did not provide a causality assessment.